Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
Data analysis confirmed a transmitter failed error for 8mgnq6, on (B)(6) 2020. At that time, the transmitter was activated for 20 days with a dynamic voltage of 280. The difference in dynamic voltages between the entry closest to the failed transmitter and the prior day was 5. The probable cause could not be determined.